Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. Customer was treated it with shot and syringes. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. Troubleshooting was not performed for high blood glucose due to compromised force sensor system. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device received with corroded battery tube, broken battery tube thread, broken reservoir tube lip, cracked on display window and cracked case near display window corners noted.